Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of the clip delivery system (cds), it was noted that the gripper lever was leaking saline flush. Upon further inspection, it was observed that the o-ring around the gripper lever was kinked. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated and the reported leak was confirmed. The reported kinked o-ring was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a definitive cause for the reported o-ring. The investigation determined that the reported leak and observed polyimide tubing protrusion appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.